Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom "can't hear the device alarms," which was reproduced and confirmed when evaluation identified a no audio condition. The cause was found to be a failed speaker. The rear case which contains the speaker was replaced.

Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had the symptom "can't hear the device alarms" during therapy (medication, programmed amount and delivery rate unknown). It was also reported there was no patient injury.